Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Stent was dislodged at the valve of the sheath. Doctor attempted to put it back on the balloon but it was unsuccessful.